Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. During investigation, the o-ring was found pinched between the plunger and the barrel.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. It was alleged that the lower black oring was coming off the cartridge and now has a kink in it. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because a leak in the cartridge can result in under delivery.